Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 1.6cm and in the right lower lobe - posterior segment. Tools used were a 21g flexision needle, a 23g flexision needle, compatible forceps, and a cytology brush; there were 4 passes with each tool. Imaging modalities included c-arm fluoroscopy and radial endobronchial ultrasound (ebus). Staging utilizing ebus was not performed. The diagnosis obtained from pathology was chronic inflammation (benign). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) made multiple attempts to obtain additional information; however, as of the date of this report, no new information had been obtained.